Event description:
It was reported the patient did not recharge as recommended due to losing their charger. In turn, the ipg became inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications

Manufacturer narrative:
Correction: section b5 should be "it was reported the patient did not recharge as recommended due to losing their charger. In turn, the ipg became inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications." Instead of what was reported in the initial report. This correction is reflected in this additional report 1.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient did not recharge as recommended due to losing their charger. In turn, the ipg became inoperable. As a result, the patient may undergo surgical intervention during which the ipg was explanted and replaced with no complications.